Manufacturer narrative:
Based on the new information: this case was judged to no longer reportable. A retrospective review from 2016-06-03 until 2020-12-02 was performed with the result that no patient harm had been reported due to this hazard. The defined severity was still adequate.

Event description:
Based on the new information: this case was judged to no longer reportable.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with a disp.sciss.shaft metzenbaum d:5mm/310mm. According to the complaint description the jaw couldn´t be closed during surgery. The scissors jaw couldn´t be closed and must be removed from camera port. The first cut of stitch was fine. When doing the second cut the scissors jaw was unable to close and has to be removed from camera port. There was no patient harm reported. Additional information was not provided nor available. The malfunction is filed under aag reference (B)(4).